Event description:
Client states the luer lock has a scratch. The connecting part is leaking and cytostatic drug dropped out.

Manufacturer narrative:
Failure investigation conducted by vlv associates, client complains that the luer lock connector has a scratch. For this reason the connecting part is leaking and cytostatic drug dropped out. Evaluation: the returned sample was inspected, and the crack was confirmed. Crack runs the length of the luer. Tolerance inspection of the female luer. Luer is within the iso standards (lock fittings). Inspection of retain product from lot no. Ua85 shows the luer is within the iso requirements. However, the luer is on the upper end of the tolerance. Conclusion: luer cracking, sh20-75 the female luer cracked during use. Possible causes for cracking include: over-tightening. Cracking that is due to matching against a luer that falls dimensionally on the high side of the iso specification.